Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary retention due to the cuff being too tight. Surgical intervention was performed to upsize the cuff. There were additional no patient complications reported.